Event description:
Stylet was not removed from 8fr urinary catheter following insertion. Patient was subsequently transferred for pediatric trauma services and reported penile discomfort. On exam the retained stylet was noted within the lumen of the catheter and removed. There was no patient harm. Rn who inserted catheter prior to transfer confirmed easy catheter insertion with immediate urine return and explained that they were not aware that there was a stylet pre-inserted in this catheter. Product packaging reviewed and description does not include information about stylet.